Event description:
On 05/01/2000, the surgeon informed the MFR's representative of the following: the surgeon has performed a couple of hundred of these procedures. However, surgeon did a procedure the week before (last week of april, exact date unknown) and the balloon slipped out of the artery. It seems that this has happened quite often lately. Surgeon wanted to know if something had changed with the product in question (i.e., the material of the balloon) or something that may be contributing to the balloon slipping. The MFR's representative informed the surgeon that to their knowledge, no material or mfg changes have been made; however, representative would investigate to confirm this. When the surgeon was asked if the product in question was available to be returned to the MFR for analysis, surgeon replied that it had been discarded. The MFR's representative informed the surgeon that since the product in question is not available to be returned for analysis and the lot number was not known, the MFR's investigation of this event would be limited to a trend analysis. No further details were provided at this time.